Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The follow cosmetic damage was also noted: cracked case at a display window corner and battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he kept the pump in his pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.